Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were intermittently unresponsive and difficult to press to elicit a response. The reporter noted that the rubber keypad was peeling up. No evidence of moisture in the pump was noted. The patient reportedly wore the pump attached to a belt and cleaned the pump with water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeled off. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, all the keypad buttons were unresponsive and the up, down, and ok keys were found to be inverted. During investigation, evidence of contamination was found under all key contacts.